Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken tube extension at the orange plastic section. No material was found missing. Thermal damage was/was not observed. Additional observations: failure analysis found the failure of dislodged instrument proximal clevis to be related to the customer reported complaint. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the tube extension. Common causes of the failure mode broken instrument tube extension are attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Manufacturer narrative:
Correction: d9. Returned to manufacturer on (date RMA was returned). Refer to annex e, f, b, c, and d for updated codes.

Event description:
Refer to h11 for follow-up information.